Manufacturer narrative:
Product complaint (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure, ecs33a stapler was attempted to be fired to complete an end to end anastomosis. The stapler cut but staples did not deploy. The surgeon noted that he did not hear the crunching sound. ¿surgeon is unsure if it was device or user error¿. There were no patient consequences reported.